Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable nh3l ammonia results for one patient sample. The initial result was 75 ug/dl with a data flag. The sample was automatically repeated with a 1:2 dilution and the result was 1.5 ug/dl. The result was reported outside the laboratory as <17 ug/dl. The physician determined the result was implausible based on the diagnosis of the patient. The sample was repeated with using a "nh3 checker" and the results were 104 ug/dl and 108 ug/dl. On (B)(6) 2018, the sample was repeated on the original analyzer and the results were 1511.6 ug/dl with a data flag and 1360.6 ug/dl with a decreased sample volume. This testing was outside of the sample stability stated in product labeling. There was no allegation of an adverse event. The reagent lot number was 29748801 with an expiration date of 30-jun-2019. The field service representative found the ultrasonic mixer was misadjusted and performed adjustments. A specific root cause could not be identified. Review of the provided reaction kinetics indicated turbidity in the sample could have affected the results. The provided calibration and qc data was acceptable.